Manufacturer narrative:
This report is for an unknown plates: fns/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name:(B)(6) medical center without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the surgery with fns. After the surgery, on unknown date, femoral head necrosis occurred. On (B)(6) 2021, the patient underwent the revision surgery to remove fns implants to replace them with the artificial head. No further information is available. This report involves one (1) unknown plates: fns. This is report 2 of 4 for (B)(4). This product complaint, (B)(4), is related to (B)(4) which reports about the breakage of the tip of the hollow reamer in the revision surgery.